Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the clip did not release from the medium-large clip applier when it was placed on the artery. The customer had to use another instrument to help release it. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use. The incident occurred when the surgeon clamped the vessel, and the clip applier did not release the clip that was clamped onto the vessel. The surgeon experienced the clip applier not releasing the clip after it was applied to the vessel. There were no injuries. When asked if there was any unexpected additional bleeding as a result of the event, the robotics coordinator replied no additional bleeding. Medium-large hem-o-lok clips were used. The vessel was small and was not greater than the specified diameter suggested in the IFU. The issue occurred at the first clip application. They used a different medium-large clip applier to resolve the issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found to have failed the clip test. The clip applier instrument failed the clip test due to misapplication of the clip. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument was able to retain clip through engagement but could not release the clip as commanded. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. Additional observation(s) not reported: the clip applier instrument was found with one grip bent. The damage was found near the base of the clip groove, causing a .013" offset at the tips. As a result, the clip could not be properly loaded on the grips.